Event description:
It was reported with limited information that the swg unraveled when used during procedure to insert the catheter into the femoral artery. No further information was available.

Manufacturer narrative:
(B)(4).